Event description:
It was reported that during a lap cholecystectomy the clips were mis-firing from gun. Another was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Damaged jaws. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.